Event description:
Every time I use my phillips dreamstation CPAP my sinus block up and become irritated and I cannot breathe at night. I have lingering and long term sinus issues. I have been seen by allergists and ent's. They have concluded that it is not related to allergies or infection. I have had numerous tests for this issue. FDA safety report ID# (B)(4).